Event description:
It was reported the pt was experiencing ipg communication issues with her programmer and charger. An sjm representative met with the pt and was able to communicate with her programmer. It was noted the pt has fluid around her ipg. Follow up information identified the pt underwent revision surgery on (B)(6) 2013, where it was noted pus in the pocket. The site was flushed and the ipg was repositioned. The pt is receiving effective stimulation.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.